Manufacturer narrative:
A ge service representative performed an onsite investigation. Fuses related to the 5 vdc power supply were evaluated and reseated returning the voltage to the correct level. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.